Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the console did not proceed from please wait, therefore, the device could not be used. There were no patient complications, however, the procedure was not completed due to reported issue. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the console did not proceed from please wait, therefore, the device could not be used. There were no patient complications, however, the procedure was not completed due to reported issue. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the top cover (previously replaced with a replacement part) was exchanged for a new one. Following the replacement, the console worked fine. A functional test was conducted using a checklist, confirming that the power pins were intact, rf output and cooling water flow rate were within expected parameters, and laser output was properly adjusted. A general operational check revealed no abnormalities. Additionally, an investigation of the top cover included a visual inspection and a functional test, both of which passed successfully. Two components were returned and analyzed. Functional testing was performed using the gold unit test and the firmware and hardware were confirmed to be up to date. The card reader and touchscreen operated as intended, and the display showed no problems. Both returned units, successfully passed functional testing. Additionally, the reported issue of a please wait message was not observed during the investigation, therefore, the reported event was not confirmed. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation.